Manufacturer narrative:
The facility could not duplicate the alleged failure, and placed the bed back into service.

Event description:
The facility alleged, the head section will rise when any bed up function is used.